Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was jammed frequently and bunch of wire was exposed. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that height legacy drawer 3.2 was jamming when pulled out halfway. A field service engineer (fse) found that the bumpers on the slide were missing. Subsequently, the fse replaced the bumpers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.